Event description:
Litigation papers allege swelling, inflammation, pain, and loosening and breakage of the femoral stem. Though litigation papers allege breakage of the femoral stem (component), it is more likely that breakage actually occurred to the patient's femoral neck (bone). We are currently reporting femoral component breakage as stated in the litigation. Should we receive additional information, we will update if needed.

Manufacturer narrative:
The device associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2013 - plaintiff¿s preliminary disclosure form was received, which identified patient/device codes information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Comment: medical records confirm stem breakage of one of the distal spines.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.